Event description:
It was reported that the pump touch screen was unresponsive. The customer¿s blood glucose (bg) level was displayed as "high"; although a specific value was not provided. The customer administered a correction bolus via pump and a manual injection to address their bg. The customer reverted to an alternate method insulin therapy.